Manufacturer narrative:
The condition of false an air-in-line alarm was confirmed through the device evaluation due to the air in line sensor reading being is out of range. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
During service by baxter personnel, an air-in-line alarm that occurred was found to be a false alarm. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.